Event description:
The company was informed the recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted for unspecified reasons in (B)(6) 2024. The recipient was not reimplanted. The recipient is doing well. The device will not be returned for analysis. A review of the device history record was completed and no anomalies were noted. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.